Event description:
During an uvulopalatopharyngoplasty (uppp) procedure, it was reported that the shaft of the device heated up and caused an unintended burn on the tongue. It was reported that the pt experienced a little more pain than usual, however, recovery was normal and no add'l ill effects were reported.